Event description:
Customer reported to beckman coulter, inc. (Bec) that a small amount of clenz was dripping from the manual probe area of the coulter lh 750 hematology analyzer (lh 750). Customer reported the leak was contained in the instrument. Customer reported patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found the waste truck on the probe wipe assembly was loose and was getting caught on the base of the probe wipe assembly causing the lh 750 not to drain properly. The fse tightened the waste truck and resolved the leak.

Manufacturer narrative:
Results: probe wipe assembly. (B)(4).